Event description:
Physician using an omni device reported that the microcatheter released from the handpiece during initial deployment. No injury reported and the broken portion of the microcatheter was withdrawn using forceps without further incident.